Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital due to a vibratory alert. Low, out-of-range high voltage lead impedance was observed. A chest x-ray was performed however, the quality of the image was poor. Programming changes were made and dft test was successful. Lead remains implanted.